Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was evaluated by (B)(4) service team in (B)(6). The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and functional testing. The root cause of the reported issue was due to defective load cell module 1. Load cell module 1 will be replaced upon customer approval. During visual inspection,a broken load plate cover was found and the break gap was noted to be out of the normal range. The archive data review indicated ua 18 (max take-up revolutions exceeded), ua 45 (shaft not at "home' position), ua 12 (lifeband not present, belt clip not detected in spool shaft), and ua 7 (discrepancy between load 1 and load 2 too large) around the reported event date. The platform passed the initial functional testing without any error. In addition, load cell characterization was performed and the load cell 1 was found to defective. The autopulse will be repaired to specification once customer approval is received.

Event description:
It was reported that during shift check, the autopulse platform was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) multiple times. No patient involvement was reported.